Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/04/2019. Additional information: evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the returned sample, the needle exhibited amounts of intergranular failure.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported needle pull off. A labeled winding former with a partially dispensed suture and a detached needle of product code (B)(6) were returned for analysis. During the visual inspection of sample, the swage and attachment area were not as expected; since part of the swage area was raised (broken) ; however, during the handling of the needle this area breaking totally. This condition causes that the needle to be detached of the suture. Also, the suture was examined along of strand and no defects or damage were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the sample condition, the assignable cause of needle pull off is a needle breakage.

Event description:
It was reported that a cat underwent a spay procedure on (B)(6) 2018 and suture was used. The needle was not attached to the suture when the package was opened. During the visual inspection of the sample, the needle was found broken.